Event description:
It was reported that during troubleshooting of the device, the pulse oximeter was missing segments in the display. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer biomedical engineer reported that they troubleshoot the device and found that the malfunction was isolated to the mainboard. The mainboard was replaced to resolve the issue. No replaced parts will be returned for investigation. The device was found to be operating within the manufacturing specifications.